Event description:
One blood leak occurred at the initial use. The total blood loss was approx. 200cc, since the blood was not returned to the patient. The patient was well and no medical treatment was given. Refer to : 8010002-2002-00072, 00073, 00074.